Event description:
It was reported: "revision of primary knee that was implanted in 2003. Revision due to loosening of femoral component - patella and tibia were fixed, however, a new patella was implanted." It was later reported that during surgery, it was thought the loosening may have been the result of 3rd body wear and osteolysis.

Manufacturer narrative:
This is the same patient and event reported in 2249697-2007-00105. This device was returned and it is believed to be the contributing factor in the femoral component loosening reported in the referenced MDR. Third body damage was likely caused by a fragment of bone cement caught between the femoral component and this insert.